Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and lens rotation. The lens was later repositioned. The lens rotated again. Cause of the event was reported as the device. Reportedly, "vault is good" and "this patient's anatomical condition is not suitable for icl."

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens was returned with residue/debris within a microcentrifuge vial. Visual inspection found a haptic stretched out lens. Dimensional and functional inspection found the lens to be manufactured within specifications. Claim# (B)(4).